Event description:
It was reported that the pt's catheter had dislodged from their spine following a fall. The catheter was explanted and replaced. The drug in the pump was morphine at a concentration of 10mg/cc. No dose was reported. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.